Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an "error detected at boot up" that kept saying to turn the system off and back on again. This prevented the system from booting up. There is no report of pt injury associated with this event.